Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.207" x 0.664" was found to be broken off from the yaw pulley. The broken piece was returned with the instrument. The root cause of this failure is attributed by user mishandling/misuse of the instrument.

Manufacturer narrative:
An RMA has been issued requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is received. Site history review: a review of the site's complaint history found no additional complaints for this product. Product and event verification: a review of instrument log was performed. Per the review, the following was confirmed: system serial # (B)(4), part number: 471049-07, lot number: n10200608-0124, and event date: (B)(6) 2020. The instrument was last used on (B)(6)2020 on system (B)(4). The cadiere forceps instrument has 17 uses remaining after the last use. The instrument has 18 maximum tool uses. The instrument was used for 49 seconds. Image/video review: no image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: the cadiere instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. It was reported that during a da vinci-assisted incisional hernia repair surgical procedure, the tip of the cadiere forceps instrument broken off and fell inside the patient. The broken piece was retrieved during the same procedure. The customer used a backup instrument and the procedure was completed with no injury to the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted incisional hernia repair surgical procedure, the tip of the cadiere forceps instrument broken off and fell inside the patient. The broken piece was retrieved during the same procedure. The customer used a backup instrument. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the assistant retrieved the broken tip with a laparoscopic grasper. The tip of the instrument was broken in one place, and the retrieved piece was verified/matched to the instrument. Prior to the tip breaking off, the surgeon noted that the jaw was stuck and when the surgeon attempted to open the jaws, the tip of the instrument was broken off. The instrument was inspected prior to use and no damages were noted.